Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The formed needle was fully retracted. The device was manually reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 1976 pulses. No damages or defects were found that would result in a needle mechanism failure. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. The exact cause of the failure to adhere could not be determined. The failure to adhere did not affect insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod between 24 and 36 hours. The patient noticed the adhesive coming loose from the infusion site (arm) and when removed it was reported that the pink slide did not move forward, indicating that a needle mechanism failure had occurred. As treatment, a new pod was placed.